Event description:
It was reported that a former employee of the distributor was aware of the issue at the time, but made no formal report to senior mgmt. Follow-up info rec'd from the distributor on 07/02/2010 stated that the newborn pt was suffering from congenital heart disease. The incident occurred while the spring wire guide (swg) was first passed through the needle. The swg continued to unravel until it was a single filament as the hospital tried to remove it. Surgical removal of the swg was required the next morning. As of (B)(6) 2010, the pt was alive and represented to the hosp. There will be no further info to follow as this occurred (B)(6) 2009.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.